Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the front response button cover was missing and the button was not functional. The root cause of the non functional response button was a damaged switch. The root cause for the damaged switch could not be positively identified. No adverse event occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functional.